Event description:
It was reported that an ilet user experienced loss of cgm data from a paired dexcom g7 to the ilet, with the ilet displaying a pairing failed alert while the dexcom app continued to receive sensor readings. Symptoms included no glucose values on the ilet and impending dosing suspension notifications. Outcomes included a temporary interruption of automated insulin dosing until successful cgm pairing. Investigation included guided troubleshooting with the user, including confirming sensor function on the dexcom app, reattempting pairing with the g7 pairing code, and cycling the ilet cgm selection from g6 to g7 before reentry of the code, followed by a period to allow pairing to complete. Investigation of this case revealed a communication or pairing failure between the ilet and the dexcom g7 despite ongoing transmission to the dexcom mobile app. It was concluded that the event was due to a cgm-to-pump communication failure that required user re-pairing actions, with dosing expected to resume upon restoration of cgm data.